Event description:
Provider alleges consumer alleges the chair stopped on it's own allegedly causing the consumer to get stuck in the chair.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Manufacturer narrative:
The alleged condition could not be duplicated.

Event description:
Provider alleges consumer alleges the chair stopped on it's own allegedly causing the consumer to get stuck in the chair.